Event description:
The customer reported to customer svc that the transformer for her breast pump "is broken." When the product was received on (B)(6) 2012, a visual examination revealed a breach in the transformer housing.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that after a couple of uses, when she unplugged the transformer, it broke apart. She does not know what caused it to break and she did not witness any sparking, fire or flame and no injuries were sustained as a result of the issue. A product evaluation confirmed that the housing was breached. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause will continue to be monitored. Eval summary. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 12 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.0 ohms, which is normal and indicates that the thermal fuse did not blow.